Manufacturer narrative:
Concomitants: (B)(6) 200-04-54 - cemented finned tib. Tra sz 5f/4t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 244-02-05 - optetrak asy hi-flex ps cem fem, sz 5, left. (B)(6) 201-46-10 - holding pin headless 3" (4 pk). (B)(6) 203-90-01 - 11-2624 powerpro sawblade. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty and then experienced revision surgical procedure approximately 11 years and 5 months after initial implant. No images were provided. There is no other information available.